Event description:
Related manufacturer reference number: 2017865-2023-00215. It was reported that a patient presented for a routine generator procedure on (B)(6) 2022. During the procedure, it was noted that there was insulation degradation on the patient's right atrial and right ventricular leads. The leads were both repaired with silicone tubing and medical adhesive and measurements remained stable throughout. The patient was stable.